Manufacturer narrative:
Concomitant: product ID 748925, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2003-(B)(6), product type extension, product ID 389033, lot# j0237063v, implanted: 2003-(B)(6), explanted: 2003-(B)(6), product type lead. Product ID 389033, lot# j0301098v, implanted: 2003-(B)(6), explanted: 2003-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2003-(B)(6), product type extension. Product ID 7435, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient got a very severe staph infection after implant of the ¿full pain stimulator¿ on 2003-(B)(6). It was unknown if the patient had any risk factors prior to implantation of the device. Perioperative antibiotics were administered and it was noted the patient did not have meningitis. The onset/diagnosis of the infection was 2003-(B)(6). Symptoms of infection included fever, redness, swelling, and pain at the device pocket. A culture was obtained from the device pocket and the organism was found to be staph aureus. It was stated per the patient that it was a ¿completely unknown strain of staph infection upon testing by the (B)(6).¿ the patient was treated with IV antibiotics and had a total device system explant. The infection resolved. They just put the unit back in last week ((B)(6) 2003).